Event description:
The hcp reported the catheter was explanted due to a break, tear, or hole. It was replaced and returned to the manufacturer for analysis. A follow up report will be sent if additional information is received.